Manufacturer narrative:
Describe event of problem, corrected data: information inadvertently not included in supplemental MDR 1.

Event description:
Additional information from the physician found that the increased seizure frequency was above pre-vns levels due to the patient not being at the same programming levels he was on previously. The relationship of the event to vns was no change and no other interventions were performed besides surgery. After the surgery the device was reprogrammed and turned back on. No other information was provided on the outcome of the surgery. No causal or contributory programming changes, medication changes, or other external factors preceded the onset of the event.

Event description:
Product analysis was performed on the returned generator. Visual examination, performed at the pa test bench, showed tool marks/dents on the pulse generator case and tool marks on the pulse generator header. These tool marks are most likely associated with manipulation of the device during the explant procedure as the observed markings are consistent with devices typically used in a surgical procedure (forceps, etc.). Burn marks were observed on the pulse generator case, which indicated that the pulse generator may have been exposed to an electrocautery tool. The septum was not cored. No other surface abnormalities (such as sharp edges, header delamination, open pockets, decomposition, corrosion or voids) were noted on this device. The pulse generator was opened. A visual assessment on the pcb, performed at the pa test bench, revealed no visual anomalies. The reported increase in seizures could not be evaluated in the pa laboratory setting. However, the depleted battery may have been a contributing factor. An end-of-service warning message was verified in the pa lab and found to be associated with the output being disabled by the pulse generator. Burn marks were observed on the pulse generator case, which indicated that the pulse generator may have been exposed to an electro-cautery tool during device explant. A reset of the pulse disable bit in the generator memory was performed to allow for an output to once again be provided by the generator for subsequent testing. An end-of-service warning message was verified in the pa lab and found to be associated with the pulse disabled by the pulse generator. With the pulse generator case removed and the battery still attached to the pcb, the battery measured 1.966 volts, indicating a depleted battery. The data in the diagaccumconsumed memory locations revealed that 119.305% of the battery had been consumed. With the exception for capacitor c4 out of specification, the post burn-in electrical test results showed that the pulse generator module performed according to functional specifications. This is not expected to have an adverse effect on battery longevity. The cause for the out of specification capacitor, c4, (v cpu) value is likely associated with component aging.

Event description:
Clinic notes dated (B)(4) 2012 found that the patient had an increase in seizures (B)(6) 2012. Of the patient's multiple seizure types, it was noted that there was an increase in grand mal and partial complex seizures. In particular, the patient experienced two grand mal seizures and one partial complex seizure in (B)(6), two grand mal seizures and one partial complex seizure in (B)(6), and one grand mal seizure and four partial complex seizures in (B)(6). Testing of the device found that it was at end of life, and a replacement surgery was scheduled for (B)(6) 2012. The battery was returned for analysis and is pending product analysis. Follow up with the neurologist's office found that they did not have any further information beyond what was found in the clinic notes. The date the increase in seizures was first observed was noted as being over (B)(6) in reference to (B)(6) 2012. No date or month was provided, so (B)(6) 2012 is being used as the event date unless more information is given in the future. Diagnostic information was not known and no further information was provided. Follow up with the surgeon similarly indicated that additional information beyond that in clinic notes or from the neurologist was unavailable. The surgeon indicated that he did not know the relationship of vns to the increase in seizures and that the patient's family came to him due to the recurrence of seizures. Prior diagnostic information was not known; however, the surgeon stated that he programmed the patient's device to 0ma after surgery in order to allow the neurologist to reprogram to desired settings. The patient was seen again on (b)(64) 2012 and the surgeon stated that the patient expressed interest in going back to work right away. He stated that the patient and his family did not mention the seizures during the appointment, so he assumed they were not an issue. No additional information was provided. A programming history review was performed which showed data from the implant date, (B)(6) 2009 to (B)(6) 2010. No anomalies were observed in the data. At this time we do not know if the increase in seizures was above or below pre-vns baseline levels. In addition, the relationship of the increase in seizures to vns is unknown.